Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by removing the camera and rotating the camera shaft 180 degrees. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported surgeon controllers were controlling the opposite instruments. The tse assisted the caller to remove the camera and had the customer rotate the camera shaft 180 degrees. The surgeon was able to successfully control the proper instrument and they continued with the procedure. The procedure was completed as planned with no reported injury.